Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2017 with the following findings: the delivered boluses were calculated for 11-13, 11-12 & 11-11, the delivered boluses on each day match correctly the total daily doses bolus history. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. During troubleshooting it was determined that the time on the pump is off by less than 1 hour, the basal delivery totals in the total daily dose matches the active basal program total or are as expected and the basal history matches the active basal program settings. However, the bolus totals do not match (>5% difference.) This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.